Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) and on (B)(6) 2026 went to the emergency room and was subsequently hospitalized with a bg level of 396 mg/dl. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain the release date, but no response was received.